Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the l9000 powered off during the case. The l9000 was turned back on, and after approximately 20 minutes, the l9000 powered off again. The l9000 was rebooted and case was finished the probable root cause/s are a broken jaw and heavy dust build up inside the unit.

Event description:
It was reported that there was loss of image during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image during a procedure. Please note, the procedure was completed successfully.